Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on an unknown date and mesh was used. The patient developed a recurrent hernia. A revision was performed on (B)(6) 2012. During the procedure, it was noted that the mesh did not have complete ingrowth. The surgeon partially removed the mesh and used a different mesh to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no actual product was returned for evaluation. Photos of the actual product were returned and reviewed. Without the requested event timeline, the patient background, the intra-operative mesh handling/placement and the post-operative course, it's difficult to interpret and decipher the photo images. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/19/2012. It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2011 and mesh was used. The patient experienced pain and a bulge at the site. She was diagnosed with a recurrent hernia (B)(6) 2012. A revision was performed on (B)(6) 2012. During the procedure it was noted that the mesh did not completely incorporate into the abdominal wall. The surgeon partially removed the mesh and used gortex mesh to complete the procedure.